Event description:
It was reported that an ilet user experienced recurrent nocturnal hypoglycemia, with blood glucose reportedly reaching 61 mg/dl around 2 am despite going to bed above 150 mg/dl and eating a small protein snack; the user also reported not announcing meals and requested changes to nighttime target and weight settings. Symptoms included low blood glucose. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included complaint intake, troubleshooting, and education with assignment for additional training. Investigation of this case revealed no device alarms or malfunctions reported and no device component issue identified; user behavior related to meal announcements and target settings could contribute to the reported hypoglycemia, and the cause remains unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.